Manufacturer narrative:
The reported event of premature discharge of battery and low pacing impedance was not confirmed. The device was received with normal lead impedance and normal output. Visual inspection was performed to assess the header and its connectors, which determined to be normal. Signs of dent and scratches was noted on the metal housing. Electrical and mechanical tests performed including lead impedance and outputs verification did not identify any functional issues. Longevity assessment found the device was operating at normal voltage range, with appropriate remaining longevity.

Event description:
It was reported a patient's pacemaker presented with abnormal battery consumption. An examination in clinic found the low pacing impedance. Loss of sensing, and high capture thresholds. The pacemaker was explanted and replaced on (B)(6)2024. Post-procedure the patient was stable.